Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d314drm implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 6935m62 implantable tachy lead implanted: (B)(6) 2013.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately two months after device and lead replacement. The cause of death has been requested and not received.

Manufacturer narrative:
Product event summary: (B)(4). The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor of the lead became extrinsically distorted due to kinking/buckling and the outer insulation of the lead developed a cosmetic depression while in vivo. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with information indicating the patient is deceased. Further review of the manufacturer¿s database indicated the patient died approximately two months after device and lead replacement. The cause of death has been requested and not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.